Manufacturer narrative:
No programming changes were made, and the device remains in service. This patient who was previously non compliant, will be given medications to treat the symptoms for now.

Event description:
Boston scientific received information that this device delivered therapy as a result of atrial fibrillation (af) with rapid ventricular response (rvr). The device rhythm ID (rid) initially inhibited, however, ultimately dropped out and delivered anti-tachycardia pacing (atp). The atp resulted in a morphology change, causing the rate to increase in the ventricular fibrillation (vf) zone. The device continued to deliver shock therapy until exhausted. Technical services discussed programming recommendations. To date, no adverse patient effects were reported with this clinical observation.